Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the procedure was completed robotically. The procedure had already begun with the issue with arm 4 occurred. The procedure was completed successfully. There was no harm to the patient. There was no surgical delay.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer called in to report that a previously reported issue of universal surgical manipulator (usm) 4 not moving had returned. The customer informed that they were unable to pair the bed and use targeting. Technical support engineer (tse) log review showed 23907 errors reporting from usm 4. Previously, the system logs had showed system arms 1 through 3, but no indication from usm 4. The tse had recommended a hard power cycle on the robot, but the customer was unable to power off the system at the time. The technical support engineer (tse) had explained the usm would not be functional. The customer stated they would perform a hard cycle at the end of the case. The customer disabled usm 4. The tse explained that the customer could use the system with three system arms. The procedure was completing as planned with no reported injury.